Event description:
It was reported by medwatch ultrasound guided IV placement was performed. When rn retracted the guide wire, she met resistance but was able to remove it. Upon removing the guide wire, the rn noticed the curled end of the wire was missing. She did not infuse anything through the IV and immediately notified the physician. Physician came to the bedside and removed the catheter without incident. Imaging was ordered. Partially imaged linear density along the radial aspect of the proximal forearm, may reflect an IV or calcification cannot exclude retained foreign body in the proper setting, x-rays performed on right forearm. Result: no acute abnormalities. Xray performed on right humerus. Result: no acute abnormalities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.